Event description:
Clips are reportedly jamming on tissue. No further details were provided by the reporter. Additional info should be included with the package, when the suspect product is rec'd. No pt complications were reported.